Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a recurring motion sensor test failure. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed motion sensor test failure and motor error while trying to rewind the insulin pump. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Unable to perform displacement test due to recurring motion sensor test failure alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with motor error alarm during rewinding due to corroded motor home switch. No motion sensor test failure error alarm noted during testing. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test or excessive no delivery test due to motor error alarm. Drive support disk was inspected and no anomaly was noted. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.